Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an elevation of threshold. The rv threshold continued to rise. The lead was capped and replaced. The increase in threshold on the right ventricular lead caused abnormal battery depletion. The device was explanted and replaced. The patient is a participant in (B)(6).